Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of procedure, the camera could not see instruments sometimes. Moving the camera and the camera cable resolved the issue and the instruments are visible to the camera. There was no patient present at the time of the issue.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.